Manufacturer narrative:
We initially tried to run a pump report and we are not able to access the data. Bd was able to get us the report from the pump and it was identified from the timeline that the pump was not a factor in the event. The issue of not being able to access pump specific reports has now been resolved by the bd team. No product or photo was returned by the customer. The customer complaint that the tubing was connected to the patient at the time of the incident. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that unspecified bd infusion set may of had issues the following information was received by the initial reporter with the following. Alaris unknown model pcu with pca attached and lvp module for luids andinfusion set 3port primary unknown ref and lot. Issue: during shift change rn found that pt was coding and device was sent to bio to determine if it was a contributing factor to the pt coding but as of now unknown. Pt expired undetermined causes as of now, pt suffered from sickle cell. Doe: 27feb2025. We initially tried to run a pump report and we are not able to access the data. Bd was able to get us the report from the pump and it was identified from the timeline that the pump was not a factor in the event. The issue of not being able to access pump specific reports has now been resolved by the bd team.